Manufacturer narrative:
The reported events of inadequate capture and high pacing impedance were not confirmed. As received, the atrial lead was set to unipolar while its capture and sense was programmed to bipolar. The device pacing outputs were normal after lead configuration was reprogrammed to nominal settings. Electrical and mechanical tests performed including output verification, capture tests, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity.

Event description:
During an in-clinic follow-up, increased pacing impedance and increased capture threshold were detected on the device. The device was explanted and replaced to resolve the event. The the patient was stable.